Manufacturer narrative:
The returned ICD was analyzed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was seen during testing. Analysis did not identify any device characteristics that would have caused or contributed to the noise. Analysis did identified that the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that approximately nine and a half years ago electrogram noise was identified on the right ventricular (rv) shock and right atrial (ra) channels during a supraventricular tachycardia (svt) episode. There were no inappropriate mode switches and the svt was appropriate. There was no rv oversensing and there was no noise on the rv pace/sense channel. All lead diagnostic measurements were normal. The electrogram noise was reproducible during patient isometrics but not during valsalva. Technical services suspected that the implantable cardioverter defibrillator (ICD) system was sensing muscle noise and discussed programming the rhythm ID feature off. The system remains implanted at that time. Approximately nine and a half years later the ICD was explanted for reported normal battery depletion and returned for analysis. During analysis, an unrelated performance issue was identified.